Event description:
It was reported that during a left heart cath/rotablator/ptca/stenting treatment procedure, removal difficulties were encountered. The nc monorail 15/3.25 mm balloon was used to postdilate a cypher stent which had been placed in the mid lad coronary artery. The balloon deflated, but was stuck inside the stent. Hours later, while trying to remove the balloon, the shaft snapped. The physician used a snare in an attempt to retrieve the fractured portion, but was unable to retrieve all of the product. The pt was sent for bypass surgery in satisfactory condition.